Event description:
As reported via fax from the user facility: safety mechanism of angio did not fully engage resulting in nurse sustaining needlestick injury to rt hand. Nurse received site care for wound in ed as well as treatment per institutional policy for a needlestick. Additional information provided by the facility indicated all protocol bloodwork testing performed has been negative. The lot number and the item number remain unknown, since the incident was not reported to occupational medicine until a later date. The sample was discarded.

Manufacturer narrative:
The actual device in the incident was discarded and was not returned to the manufacturer to be evaluated and a lot number and item number were not reported. Without the sample and a lot number or item number a thorough evaluation could not be performed. No specific conclusions can be drawn. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. All available information has been provided to the actual manufacturer, b. Braun medical industries .